Event description:
It was reported that a pump keypad had a "long delay on display between keystrokes."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the response time following a key press was extended caused by a failed processor printed circuit board. It was observed that a delay of approx 2 seconds occurred following key selection, prior to display of the selected function. No keys resulted in an incorrect response or double entry.